Event description:
The customer reported intermittent making cine recording and certain functions are locked out.

Manufacturer narrative:
The ge service rep instructed bio-med and technologists on how to use "security" and "delete all patient information" function. Unit operates as intended.